Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient experiences burning at the ipg site. Surgical intervention may be pending.